Event description:
It was reported the pt's scs system was turning on without pt activation. The pt reported this had happened a few times, and he did not think he was near a magnetic source. The sjm representative was to meet with the pt to turn the magnet mode to off. Follow up identified the physician had explanted this scs system.

Manufacturer narrative:
Action/recall #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.